Event description:
It was reported that the device had a partial por (power on reset). Manual charges resulted in charge circuit time out x2 and eri (elective replacement indicator) flag. The device was explanted and returned. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.